Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (sn 08399) cannot power on the autopulse platform. The status leds on the batteries showed 4 green lights, indicating that the battery was fully charged. No patient involvement.